Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review indicates the procedure was for a knee incision and drainage with the poly exchange. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional information is received to be reported.

Manufacturer narrative:
The date populated in for 0001822565-2019-00944-1 was incorrect and should have been sep 5, 2019.

Manufacturer narrative:
(B)(4). Concomitant medical product: femoral component option for cemented use only size f right, catalog # 00576401652, lot # 60873622; all poly patella size 35 mm dia. Standard 9.0 mm thickness, catalog # 00597206535, lot # 60940815; stem extension straight 15mm dia x 30mm length(combined length 75mm), catalog # 00598801215, lot # 60908083; stemmed tibial component precoat size 3 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten, catalog # 00598003701, lot # 60899486. Customer has indicated that the product will not be returned because requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to instability. Attempt for further information has been made, but no further information has been provided.